Manufacturer narrative:
H6. Device codes updated. B5. Describe event or problem updated.

Event description:
It was reported that during preparation for a percutaneous nephrolithotomy procedure, after one use, the fiber was burnt/melted and broken in the middle. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during preparation for a percutaneous nephrolithotomy procedure, after one use, the fiber was fused/broke in the middle. The procedure was completed with another fiber without patient complications.